Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A flow/bubble sensor issue was reported. The bubble alarm was triggered during patient transport without any bubbles noted. A getinge service technician investigated the unit on 2021-07-26 and could not confirm any failure. The technician performed safety, calibration, and functionality checks to factory specifications. The log files were analysed by getinge life cycle engineering. The message "art. Bubble detected" was logged several times as well as "ven. Bubble detected". No malfunction or error could be observed in the logs. With reference to the current risk file, the following possible causes could be linked to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor); - bubble sensor not plugged but recognized; - connection of non-compatible sensor; - environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage); - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system - non visible bubbles. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Service of the involved cardiohelp unit and further product investigation were requested but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that they had experienced false "arterial bubble detected" messages during a patient transport. No patient harm was reported. Complaint ID: (B)(4).